Event description:
Catheter floated via left subclavian vein. Unable to pass, when withdrawn, catheter had no balloon on it. Catheter taken out, balloon not in lumen. Pt asymtomatic. No change in plan of care.